Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (ecgs non-functional) has been confirmed. As received, the electrode belt failed incoming testing. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a severed orange (lead 1+) wire in the cable connecting the ECG "a", ECG "b" and the front te cable. The trunk cable was also severed. The root cause for the damaged and severed wires was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG's were non-functional.